Event description:
A malfunction alarm identified as malf 16 was reported without any notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, suggesting it remained within a normal range. The customer planned to use multiple daily injections as backup therapy to maintain insulin delivery. Technical support arranged for a replacement pump, confirmed the shipping address, and provided instructions on how to put the malfunctioning pump into storage mode before returning it. The customer acknowledged the instructions and agreed to return the pump via dpd collection on (B)(6) 2025.